Event description:
It was reported that during a stenting treatment procedure, wire removal difficulties occurred. The stent was not deployed and during withdrawal of the 7x20mm 130cm innova stent system the guidewire stuck in the catheter. The wire was pulled back with the stent delivery system. No patient complications were reported.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - there was blood on the outer surface of the device. The guide wire was protruding 76 cm from the handle and 25.5 cm from the tip .the shaft was buckled at the distal edge of the handle. Attempts to withdraw the guide wire from the sds was unsuccessful. The catheter was locked-up on the guide wire in the as-received condition, confirming the reported catheter-guide wire interaction. Product analysis results are consistent with the reported information. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent was successfully deployed prior to the removal difficulties.